Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the air/water nozzle, however, the specific material could not be identified. Additionally. The device was dirty at the bending section cover (a-rubber), angulation knobs, universal cord, and scope cover. The nozzle and dirty parts were not deformed or broken. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing (leakage). There were no confirmed deviations from the instructions for use and the user stores the device in a scope storage cabinet. The cabinet is dry and well ventilated. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leakage from channel tube at distal end side, connecting tube has deformed, nozzle found clogged with foreign object, bending section rubber, right/left knob, up/down knob, universal cord, scope connector cover dirty, distal end scratched, connecting tube wrinkled, scope connector cover scratched, control unit scratched, grip scratched, forceps channel port dented, angulation low, knobs play, due to clogging of nozzle, water removal ability did not meet the standard value, due to clogging of air/water-tube, and air/water supply volume did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, the scope was found leaking from the channel tube. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.